Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 08/10/2015 with the following findings: on investigation, the pump powered up to a dim verify screen with pinkish contrast. A battery compartment crack was found at the top of the compartment above the grip pad. The auditory and vibratory features were operational. No tactile issues were found with the keypad buttons. (B)(6).

Event description:
The pump was returned for investigation. Investigation found that the display was dim/discolored and the battery compartment was cracked. This report is made based on the results of investigation completed on 08/11/2015.